Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm and bad battery alarm after battery change. The customer's blood glucose was 127 mg/dl at the time of incident. The customer stated that none of the buttons were working. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent bolus button response due to flattened dome. No button error alarms noted. The keypad connector was inspected and no anomalies noted. The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specifications. No failed battery test noted. The insulin pump passed self-test, unexpected error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with minor scratches on lcd window.